Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to contamination on connector j1002aa on the defibrillation board pca and contamination on diodes d604 and d605 on the computer/analog board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During investigation of a non-reportable patient death, a monitor failed incoming functionality testing.